Manufacturer narrative:
Combination product: yes. The lead was capped on (B)(6) 2026. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise can be seen on the rv and ff channels on (B)(6) 2025 causing an inappropriate nst detection. An rv lead monitoring episode was also detected. The short rv interval counter began to increment from 0 around (B)(6) 2025. Lead impedance and sensing readings are steady and within normal range. The pacing threshold fluctuates periodically +/- 0.5v. A full lead evaluation was recommended. No adverse events reported. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.